Manufacturer narrative:
G2: the country of the event is france. H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional via a user report regarding a patient having spinal therapy. It was reported that the patient was treated for removal of material and enlargement of lumbosacral mount and 2 out of 4 notches of the driver broke one after the other when the old caps were loosened. Only one notch could be removed with certainty and it was uncertain whether the second notch was removed. There were no patient symptoms reported. There were no further complications reported regarding the event.